Manufacturer narrative:
Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) was not a valid serial number. Therefore, section d4 was updated to unk.¿ repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Xxx yyy at this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend and an investigation was completed. No product issue was identified. If the product is returned, a physical investigation will be performed and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 350 mg/dl compared to readings of 140 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing difference in values to be clinically significant. The length of sensor wear was 10 days. There was no report of death, serious injury, or mistreatment associated with this event.